Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turned off and will not power on. No patient impact or consequences were reported.

Event description:
The customer reported the device turned off and will not power on. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The power button led starts blinking when power on is attempted and the device does not power on. The battery was near depletion before the device left the customer. The device will not power on when the battery is depleted and the power button is being pressed while the ac power cord is being connected. The ac power and battery power must be disconnected to clear this condition. The device can power on with a depleted battery if the power cord is connected and the power button is pressed after the ac indication led is illuminated. The device can also power on if the battery is charged to any amount above depletion. Software issue results in device not being able to power on and the led to continuously blink. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.